Event description:
It was reported that shaft break occurred. During unpacking of a 20 x 2.50 promus premier drug eluting stent, the shaft of the stent was found to be fractured. The procedure was completed with a different device. There were no patient complications reported.